Event description:
Pt (patient) has dilaudid pca (patient-controlled analgesia) infusing for pain management. Brain and channel of IV (intravenous) pump begin to beep. The beeping went with the "system error- communication error" flagged on pump brain. It gave code 255-16-275. The brain, channel and c02 monitor all stopped working. All history was lost and unable to retrieve upon changing syringe to new pca channel and brain.